Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the keyboard issue was due to some keys not responding. The field service engineer (fse) performed a reimage on the station because it was experiencing slowness and none of the updates were completing successfully. The updates had been failing for more than four months. The fse reimaged the station and verified that everything came back online. Remote smart service, the component manager, and eset were reinstalled. The fse verified that the station was fully operational, the customer was able to log in, and the inventory was present on the station. The fse also remotely accessed the station to confirm it was online in rss. After the setup was completed, the customer logged in and was able to access medications without issues. Additional tests were performed to ensure synchronization was completed, that all medications were displayed correctly in the device, and that remote access to the device functioned properly. All functions were successful. Although there was a delay, no harm occurred. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard was not functioning properly, as several keys were unresponsive. The customer attempted rebooting the station; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.